Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: "lo" mg/dl, 20 mg/dl, and 82 mg/dl. The "lo" mg/dl result on the system indicates a result of less than 10 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.